Manufacturer narrative:
The investigation could not determine a specific root cause, but assumed there was an interference with dopamine. The enzymatic creatinine method has been tested for dopamine interference. It was found that dopamine interferes at the screening concentration c1 (10 mg/l), which was significantly higher than the typical therapeutic concentration c2 (1 mg/l), at this level no interference was seen. If a sample was taken from an intravenous line previously used for infusion of dopamine, interference due to the potentially much higher dopamine concentration in residues left in this line was possible. The customer was advised not to use intravenous lines for taking blood samples, as concentration of potential interfering substances could be very high. No adverse event was reported.

Event description:
The user received questionable creatinine + waldenstrom (creatinine) results for one patient. The first sample was drawn from a "pick line", and the result was 2.4 mg/dl and was reported outside the laboratory. Three hours later, the patient was drawn again and the result was 1.7 mg/dl. The first sample with a result of 2.4 mg/dl was sent to another site and it was tested on an abbott architect. The result was 11.4 mg/dl. On (B)(6) 2011, the patient was drawn again and the result was 10.4 mg/dl. This sample was sent to the same site as before and tested on the same abbott architect. The result was 12.0 mg/dl. The user ran precision testing using the sample drawn on (B)(6) 2011 and generated values between 2.91-2.94 mg/dl. The user also ran precision testing on the sample drawn on (B)(6) 2011 and generated values between 10.60-10.82 mg/dl. The patient was not adversely affected. The creatinine reagent lot number was 64712801 with an expiration date of (B)(6) 2012. The user stated the patient had been given dopamine and calcium on (B)(6) 2011 at around 10:20 pm and 10:56 pm, and on (B)(6) 2011 at around 3:15 am. She believed there was something in that sample that interfered with the creatinine.